Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "when the t2h nail was attempted to removed, and extraction rod, conical t2 humerus and universal rod, short t2 humerus were connected, the connection part (tip part) of universal rod, short t2 humerus was broken. The operation was continued and completed without problem."

Event description:
As reported: "when the t2h nail was attempted to removed, and extraction rod, conical t2 humerus and universal rod, short t2 humerus were connected, the connection part (tip part) of universal rod, short t2 humerus was broken. The operation was continued and completed without problem."

Manufacturer narrative:
The reported event could be confirmed, since the universal rod was returned broken. The device inspection revealed the following: confirms the universal rod to be broken and the broken piece of the universal rod stuck inside the extraction rod. The pattern of the surface of the breakage point on the universal rod is consistent with an instant breakage due to excess load application. There are also signs of impact with hard material/object on the extraction rod. Functional inspection: due to the nature of the returned device, a functional inspection was not possible. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by excess load applied on the universal rod during insertion of assembled components for explantation of device. If any further information is provided, the complaint report will be updated.